Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy - "intraoperatively, the gallbladder was placed in the retrieval bag. When removing the retrieval bag/gallbladder through the trocar, the bag ruptured at the seam."patient status- "surgery was completed uneventfully."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the breakage at the distal tip of the tissue bag. The exact root cause of the incidents remains unknown; however, applied's instructions for use (IFU) state, "do not attempt to pull bag through trocar cannula or introducer sheath." All inzii® retrieval systems undergo 100% visual inspection during the assembly and packaging process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.